Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was going to see their healthcare provider (hcp) because when the patient showered the day prior to the call their bandage came off and it felt like a wire had been pulled. The patient was advised that if they shower they should only do a frontal shower so that the ens and leads do not get wet. No patient symptoms were reported. No complications were reported or anticipated.